Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted event log file. The log file contained approximately 5 days of information (6:48:35 (B)(6) 2000 to 23:36:47 (B)(6) 2000 per timestamp per timestamp). The clock being set incorrectly has been covered under the investigation of the heartmate 3 system controller. Beginning at 14:51:20 on (B)(6) 2000, the voltage values of both cables began to decrease simultaneously, activating low power hazard and power cable disconnect alarms. As the voltages approached ~0v at 14:51:24, a no external power alarm was activated. The controller¿s backup battery supported the system. The no external power alarm resolved at 14:52:41, when the black power cable was reconnected to a charged 14v battery. The observed sequence of events is consistent with a brief loss of ac power to the mobile power unit. Pump operation was not affected, as it maintained a speed above the set low speed limit throughout the log file. The mpu (serial number: (B)(6)) was not returned for analysis. The root cause of the no external power alarm was communicated to be a loss of ac power to the patient's residence, as a result of load shedding. Review of the device history record for the mobile power unit, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported the no external power was due to a loss of ac power to the patient's residence, as a result of load shedding. There were no patient consequences.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2023-08870 it was reported that the patient travelled without their second set of batteries. On their way home, the patient got stuck in traffic and their batteries depleted, which led the emergency backup battery (ebb) to appropriately engage. The patient claimed they were on the ebb for +/- 1 hour. The patient did not experience any adverse side effects as a result of this event. The system controller clock had to be reset, as the log files revealed multiple controller clock corrupt messages and the controller at one point had lost power, but the pump did not turn off. Log file investigation found a no external power event on the monile power unit (mpu) which occurred due to an acute loss of power, but there was no associated pump stop. There were no patient consequences